Manufacturer narrative:
Event date is approximate, the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gast rointestinal/ pelvic floor. It was reported that the 1st time they charged the ins it took 40 min and the charge duration has slowly gotten longer. Yesterday (27-jul-2021) was the longest charging session at 1 hour and 26m. The patient said they have the recharger set on the fastest/warmest charging speed, they have an excellent connection, the recharger stays connected to the ins, they charge once a week, and the ins has never been below 40% when they started charging. The patient charges with stim on. Patient services reviewed the option to try charging with the ins off and recommended following up with their hcp to have their device checked. The patient was redirected to their healthcare provider to further address the issue. There were no patient complications reported as a result of this event.